Manufacturer narrative:
Distributor confirmed device not available for return.

Event description:
It was reported that: dossier: mv 21-0540 difficulty in progressing with the guide in the humeral artery. When it is released, the sheath was severed. Clinical consequences observed: second surgical approach.

Manufacturer narrative:
Updated with device evaluation

Event description:
It was reported that: -dossier : mv 21-0540 difficulty in progressing with the guide in the humeral artery. When it is released, the sheath was severed. -clinical consequences observed : second surgical approach.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
It was reported that: -dossier : mv 21-0540 difficulty in progressing with the guide in the humeral artery. When it is released, the sheath was severed. -clinical consequences observed : second surgical approach.